Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist (lvad). The vad coordinator reported that the patient was having a large amount of black dust coming from the vent filter, and frequent power limit advisory and controller malfunction alarms. The vad coordinator also stated hearing a "grinding noise" coming from pump. The manufacturer had asked the vad coordinator to send in waveforms and a vent filter for analysis. The manufacturer also reviewed the use of the pneumatic drive console as back up. A few days later it was decided to do a pump replacement. The patient remains stable on lvad support while awaiting a heart transplant.